Manufacturer narrative:
Findings on cd review by aga's research and development scientist: three cds were received. The first cd recorded some fluoroscopic imaging dated 2005 showing the atrial septal defects measurements, and two asd occluder placements during the procedure. Three defects were indicated. Balloon sizing of the stretched diameter was 23.8mm, 7.8mm and 5.3mm respectively. Two devices were deployed simultaneously (26mm device for 23.8mm defect and 12mm device 7.8mm defect) which went smoothly and nicely. Both devices were stable in location and good in configuration after detaching. The second cd recorded some fluoroscopic imaging dated 8/11/05 showing the devices one day after the placement. The left disc of small asd device was partially dislodged from left atrium to right atrium. The third cd recorded some echocardiographic imaging dated 8/12/05 showing the small device partial dislodged. There was a large residual left to right shunt through the defect between two devices. The edge of the defect was very close to the edge of the large device waist. The diameter of the defect was about 14mm. In summary: no echocardiographic cd was received which recorded the images during the procedure. Relationship of the defects was unknown, such as the distance between the defects. From the follow up echocardiographic image, both defects seemed very close together and the smaller defect had been stretched to 14mm. If two devices were deployed in the defects which did not have enough distance in between, they will extrude each other and result in over stretching of the defects. This might be the main reason of device dislodging for this case. Besides, the septal aneurysm in this case can increase the motion of the septum and implanted device when heart beating, which may increase the possibility of device dislodgement. Aga's research and development scientist examined the devices and found no abnormalities. Investigation coordinator confirmed the devices to be a 12mm asd and a 26mm asd respectively. The patches and threads were intact, with no broken wires for both devices.

Event description:
This event was initially reported on MDR# 2135147-2005-00032; however, the second device involved in this incident was not reported on a separate MDR. This is a very unusual case: the patient had a large multi perforated asd and needed the simultaneous implantation of two (2) asd devices. The result looked perfect on the final echo and also from the x-ray impression. However, 24 hours later, the x-ray showed spontaneous dislocation of one of the devices. On tee, a significant residual shunt was arising from the gap between the two (2) devices but were otherwise stable. Because of the hemodynamically significant shunt, the patient was referred for surgery to remove the devices and close the defect.